Event description:
In 2009, patient was received unclassified burns after interferential current treatment for back pain. The therapist did not witness the burn and had no details regarding severity. The burns did not appear until after patient left the therapy session. Treatment was not interrupted and recovery was not impaired.

Manufacturer narrative:
After full evaluation of the device by chattanooga group engineering department, the device related to this injury was found to function within specification and within correct ranges of operation. Treatment parameters set by the clinician were described by clinician as "intensity set to patient tolerance". Treatment parameters cannot be ruled out as root cause of event.